Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin delivery device split into two halves while clipped to the patient¿s waistband in hot and humid conditions, without any reported pull, drop, or other precipitating event, and blood glucose levels were not affected. Symptoms included no adverse clinical effects. Outcomes included a replacement device provided and user training arranged to restore therapy continuity. Investigation included review of the event details and coordination for return and inspection of the device. Investigation of the returned device revealed a mechanical enclosure failure consistent with screen bezel or housing separation of the pump assembly, with no associated alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity issue of the device enclosure.